Manufacturer narrative:
Article citation: walker jn, hanson bm, hunter t, simar sr, duran ramirez jm, obernuefemann clp, parikh rp, tenenbaum mm, margenthaler ja, hultgren sj, myckatyn tm. A prospective randomized clinical trial to assess antibiotic pocket irrigation on tissue expander breast reconstruction. Microbiol spectr. 2023 sep 27;11(5):e0143023. Doi: 10.1128/spectrum.01430-23. Epub ahead of print. Pmid: 37754546; pmcid: pmc10581127. Continued e.1. Facility name: (B)(6) medical school. Continued h.6. Health effect - impact code: f2201. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "clinical infection, bacterial abundance, and relative microbiome composition".

Event description:
Through journal article "a prospective randomized clinical trial to assess antibiotic pocket irrigation on tissue expander breast reconstruction" 16 patients underwent post-mastectomy breast reconstruction initiated with a tissue expander (te). Biologic and prosthetic specimens procured both at the time of mastectomy and during te removal months later were analyzed. Outcomes included clinical infection, bacterial abundance, and relative microbiome composition. Affected sides are unknown. Devices have been explanted.